Event description:
It was reported through the litigation process that the filter migrated, perforated the vena cava, abdominal aorta and psoas muscle. The patient reportedly experienced pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately twelve years and one month of post deployment, an x-ray abdomen was performed for chest and abdominal pain. The study showed consistent with constipation and incidentally noted inferior vena cava filter was in place. A computed tomography of abdomen and pelvis was performed for epigastric pain. The study showed that inferior vena cava filter was indicated at the superior l3 to superior l4 interspace. Filter migration was possible based on the study. There was no significant tilt was indicated. A grade iii perforation was noted with a left lateral strut extending 9 mm outside the cava wall abutting the aorta and a right posterolateral strut extending 13 mm outside the cava wall abutting the psoas muscle. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter migration as medical record states "filter migration was possible based on the study".based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. The investigation is inconclusive for the alleged perforation of the ivc and filter migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that the filter migrated, perforated the vena cava, abdominal aorta and psoas muscle. The patient reportedly experienced pain; however, the current status of the patient is unknown.